Event description:
It was reported that oversensing on an atrial channel was observed on electrograms. It was found that no atrial lead was listed as active. The problem was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.